Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign objects in the control section, base plate, uc holder, and distal end. Foreign material was coming out of the ch-tube. The s-cover and lg-cover glass had dirt on them. The cover joint was found to be sticky. There was a gap between the acoustic lens and ultrasound probe. The ultrasonic probe was also found to be damaged. There were no reports of patient involvement.